Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and loss of capture. An alert was also triggered for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.